Event description:
It was reported that the device experienced door not fully latched alarms. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Unit received inoperable per reported symptom of "door not fully latched" messages caused by failed upper auxiliary (link switch). The failed link switch was replaced.